Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nv3j, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was feeling painful and uncomfortable stimulation. Therapy was confirmed to be on with the patient programmer (pp). No trauma/falls were related. Stimulation was decreased and this eliminated the uncomfortable stimulation. The caller had increased the patient from 1.5 volts to 2.0 volts and then pressed the decrease button and "it jumped up to 8.5 volts." The original increase had occurred because the patient had not been feeling stimulation for the last 2 days. He had not moved the programs at all and though it jumped up to 8.5 volts. Since, he had not moved stimulation and was afraid to use it. The caller was advised to synchronize and stimulation was at 8.2 volts with stimulation on. They were then advised to turn stimulation off, decrease to 0.0 volts, turn it back on, and slowly raise to 1.5 volts where the patient reported feeling it. The caller sounded well versed with usage of the pp. They were redirected to their healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the increase in stimulation, if a cause had been determined, and if the issue was resolved. This event will be updated if additional information is received.